Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had missing end cap sticker.

Event description:
Customer reported that she was hospitalized due to high blood glucose and infection on (B)(6) of 2012. Customer's blood glucose reading at the time of hospitalization was 515 mg/dl. Customer stated that the insulin pump was alarming no delivery and the infusion set cannula was bent when it was removed. Nothing further was reported.